Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were software and programming issues with the leadless implantable pulse generator (ipg), and atrioventricular desynchrony observed due to sinus rhythm and device pacing occurring at a different rate. The ipg was removed and replaced. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) remains in the patient, however it had been programmed off.